Manufacturer narrative:
This is a follow-up to the original medwatch report - additional information was received. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Lot traceability was not provided by the end user. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "monitor wire position throughout the procedure for proper placement of the curve or distal tip". Review of the directions for use also lists arrhythmia, valve complications and additional surgical procedure as a potential adverse event associated with the tavr/tavi procedure. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per email, it was reported that: first time for doctor using safari wire (typically uses confida) - had wire management challenges on first case, led to mr that was resolved. Which case had safari2 wire management issues, and can the wire management issues be described further? Was the procedure completed with 1 safari2 wire? Yes - it was case #1 where upon introduction of safari2 into left ventricle via al1 catheter, they believe the wire interacted with (and perhaps got caught or entangled behind) the mitral apparatus that led to mr. From what doctor recall, this resulted in both EKG and hemodynamic changes resulting in the patient requiring CPR. The patient was also shocked to correct rhythm. The patient was successfully implanted with le and is doing fine per implanting physician. What was the "mr" that occurred and how was it resolved? Yes, from what doctor recall, resolved. Per email, it was reported that: a lotus edge 25mm valve was successfully implanted. Following implant, a small effusion was noted via echo that was not observed pre-procedure. 24+ hours post-implant bsc rep was made aware that the patient was "taken to the or and got her valve and aorta explanted with bio-bentall." No other details are available at this time. It was noted by the implanting physician that "the patient seems likely to recover." Additional information received after the initial medwatch report was filed: patient status? Patient doing "good" per implanting physician. Lot traceabilty? Not recorded. Confirmation that no product is being returned? Correct. Any additional information regarding the incident? No.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Lot traceability was not provided by the end user. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "monitor wire position throughout the procedure for proper placement of the curve or distal tip". Review of the directions for use also lists arrhythmia, valve complications and additional surgical procedure as a potential adverse event associated with the tavr/tavi procedure. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: per email, it was reported that: first time for doctor using safari wire (typically uses confida) - had wire management challenges on first case, led to mr that was resolved. Which case had safari2 wire management issues, and can the wire management issues be described further? Was the procedure completed with 1 safari2 wire? Yes - it was case #1 where upon introduction of safari2 into left ventricle via al1 catheter, they believe the wire interacted with (and perhaps got caught or entangled behind) the mitral apparatus that led to mr. From what doctor recall, this resulted in both EKG and hemodynamic changes resulting in the patient requiring CPR. The patient was also shocked to correct rhythm. The patient was successfully implanted with le and is doing fine per implanting physician. What was the "mr" that occurred and how was it resolved? Yes, from what doctor recall, resolved. Per email, it was reported that: a lotus edge 25mm valve was successfully implanted. Following implant, a small effusion was noted via echo that was not observed pre-procedure. 24+ hours post-implant bsc rep was made aware that the patient was "taken to the or and got her valve and aorta explanted with bio-bentall." No other details are available at this time. It was noted by the implanting physician that "the patient seems likely to recover."